Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. It is unknown if the report was for a preloaded delivery system or an individual iol (intraocular lens). It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided by the reporter for further investigation. The IFU (instructions for use) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The manufacturer internal reference number is: (B)(4).

Event description:
A benefit risk evaluation assessor via regulatory agency reported that during implantation of intraocular lens (iol), implant kept sticking in the loader. Additional information has been requested.